Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in inappropriate storage of an untreated episode. The smartpass feature was noted to be disabled due to low amplitude signal measurements. The local field representative contacted technical services (ts) and requested review of an additional untreated episode as well as a shock therapy episode. Ts reviewed the episodes and discussed intermittent t-wave oversensing. Ts noted the r-wave measurements had never been very big from implant and noted the delivered shock did convert the rhythm. Ts discussed the potential of a rate dependent bundle or ventricular tachycardia (vt) and discussed evaluating all three sensing vectors and considering an x-ray. The physician felt the rhythm was vt. Programming changes were made and the physician plans to continue monitoring. Additional information was received that the smartpass feature again disabled due to low signal amplitude measurements. T-wave oversensing was then observed and resulted in delivery of an inappropriate shock. Following shock delivery, shock impedance measurements were noted to be higher at 103 ohms. Review of stored device data noted shock impedance measurements had varied and was suspected to be related to the patient condition. Ts discussed considering re-enabling the smartpass feature. Additional information was received that an additional inappropriate shock was delivered due to t-wave oversensing. The smartpass feature disabled and the field representative noted the feature would not stay on. The physician was considering a potential system revision or explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct field h6: device codes

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in inappropriate storage of an untreated episode. The smartpass feature was noted to be disabled due to low amplitude signal measurements. The local field representative contacted technical services (ts) and requested review of an additional untreated episode as well as a shock therapy episode. Ts reviewed the episodes and discussed intermittent t-wave oversensing. Ts noted the r-wave measurements had never been very big from implant and noted the delivered shock did convert the rhythm. Ts discussed the potential of a rate dependent bundle or ventricular tachycardia (vt) and discussed evaluating all three sensing vectors and considering an x-ray. The physician felt the rhythm was vt. Programming changes were made and the physician plans to continue monitoring. Additional information was received that the smartpass feature again disabled due to low signal amplitude measurements. T-wave oversensing was then observed and resulted in delivery of an inappropriate shock. Following shock delivery, shock impedance measurements were noted to be higher at 103 ohms. Review of stored device data noted shock impedance measurements had varied and was suspected to be related to the patient condition. Ts discussed considering re-enabling the smartpass feature. Additional information was received that an additional inappropriate shock was delivered due to t-wave oversensing. The smartpass feature disabled and the field representative noted the feature would not stay on. The physician was considering a potential system revision or explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.